Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding & av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The medical team believes this event to be related to the device noting that previous to implantation the patient had never experienced gi bleeding or arteriovenous malformations. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed to the reported event are the continuous, non-pulsatile flow of the pump, anticoagulant therapy, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that this patient was admitted for anemia; hemoglobin (hgb) of 6.5 mg/dl. The patient's international normalized ratio (inr) was therapeutic at 2.0. The patient was transfused 1 unit of packed red blood cells and warfarin and aspirin were held for upcoming gastrointestinal procedure. The patient underwent an esophagogastroduodenoscopy which revealed numerous gastric arteriovenous malformations (avm's). They were all attempted to be clipped and cauterized. He was subsequently started on octreotide for continued bleeding. A follow egd was scheduled for (B)(6) 2015. The patient is last reported to remain hospitalized, and still bleeding.